Manufacturer narrative:
Information was received that after maintenance, and replacement of several parts, the device passed all tests and regained function according specifications. Nothing has been returned for technical investigation, neither the replaced parts or the device logs. There is nothing available to perform any kind of investigation, the only thing available is what is stated in the complaint. This information is not specific enough to point to any particular fault. The cause of the reported issue cannot be established.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer ref.#: (B)(4).